Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed the pressure transducer test during pre-use check. It was found that the expiratory channel pcb, the two pressure transducer pcbs, the control pcb and the oxygen gas module were faulty and were replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible since no parts were returned. The root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was observed during an external audit at (B)(4), that servicing practices at (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).